Event description:
It was reported that prior to a percutaneous coronary intervention (pci), pre-close placement of the sutures was achieved in a common femoral artery from two perclose proglide devices. Reportedly, after the suture of two proglide devices were sequentially deployed 60 degrees opposite in orientation through a 6-french sized access site, the sutures were clamped to the side. The access site was dilated to 16-french to match the outer diameter of the guiding catheter. A ventricular assist device (vad) was inserted percutaneously into the left ventricle for support. After conclusion of the pci procedure and removal of the vad, an attempt was made to advance the knots to the vessel while maintaining guide wire access, but as the knots were being advanced the sutures broke. The sutures were removed from the vessel and the suture of three additional proglide devices were deployed, the knots were fully advanced to the anterior surface of the artery, but arterial bleeding continued. With the sutures remaining in the deployed location, manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the perclose proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other four perclose proglide devices referenced were filed under separate medwatch manufacturer reports. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar failure to achieve hemostasis incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.